Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, which did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. An electric continuity test was performed and passed. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps instrument gave energy to a wider area than intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following information from the initial reporter: the instrument was inspected prior to use and no damage was noted. The cannula was visually inspected before use. It is unknown if a pin gauge was used in the sterile processing area or not. Staff reported arcing occurred with thermal spread to adjacent/non intended tissue. The arc radius was only about 1 cm or so and limited to instrument tip area. The surgical task being performed when the arcing event occurred was bipolar cauterization. The instrument was connected properly. The settings on the esu generator were erbe 4/4/4. The instrument was in use for less than 10 min prior to the arcing event. Monopolar curved scissors and prograsp forceps instruments were in use when the arcing event occurred. There were no instrument collisions. The instrument was in contact with tissue when the event occurred. The instrument did not touch any staples, clips or sutures while energized. Jaws were not immersed in liquid. There was no injury to the patient and the patient did not return to the hospital due to any complications.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.